Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer went to the hospital with a blood glucose level over 500 mg/dl. The customer declined troubleshooting and declined to provide additional information regarding the issue.